Manufacturer narrative:
Exact date unknown, event occurred a month ago from the appointment date (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the device was not helping much with the patients pain. It was also noted that the ipg was non functional. There was no device malfunction suspected. The patient underwent an explant procedure and all explanted components will not be returned.